Event description:
It was reported that the synfix-lr implant holder threading broke during an anterior lumbar interbody fusion at unknown levels. After the surgeon threaded the implant holder onto the implant he was tapping the implant holder to insert the implant, while he was tapping the threaded part of the implant holder it broke off in the implant. There was one threaded fragment that remained within the implant. The instrument and implant were removed and there were no fragments within the patient. The surgeon was able to complete the procedure successfully using a new holder and new implant. There was no delay and no harm to the patient. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the synfix-lr, 8° sterile implant (part 08.802.008s, lot 7733810) is a total disc replacement which was returned in conjunction with the implant holder device, containing the broken off distal threaded portion of the implant holder. It is likely that the holder and the implant were not correctly aligned during engagement resulting on the reported stuck difficulty which contributed to breakage seen of the threaded distal tip. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: mqp. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.